Manufacturer narrative:
Concomitant products: redr01 ipg implant date: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine device changeout procedure, low sensing and low impedance were noted on the bipolar right ventricular (rv) lead. The rv lead remains in use. No further patient complications have been reported as a result of this event.